Event description:
It was reported in a scientific article that a pt experienced non-neurological complication which required revision of vns. No further info was given. It is unk what the surgeon meant by non-neurological complication. Good faith attempts to obtain additional info has been unsuccessful. The cause of the event is unk at this time.

Manufacturer narrative:
Abstract reference: elliott, r; morsi, a; kalhorn, s, et al. "Vagus nerve stimulation for refractory epilepsy: single surgeon experience of over 700 consecutive operations." 2009.